Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the pump was removed and replaced due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient reported that the pump would collapse not allowing additional pumps. However, the physician was able to successfully trouble shoot the pump before the surgery, but the pump was still located at a less ideal spot in the scrotum for the patient to adequately pump his device. The tubing not long enough to place in the dependent part of the scrotum. There were no further patient adverse effects.